Manufacturer narrative:
(B)(4). Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g. Redness, swelling, bruising, itching, scarring or skin discoloration).

Event description:
It was reported that a skin reaction occurred. Date of issue is an approximation. The sensor was inserted into the upper buttocks on (B)(6) 2020. The patient¿s parent stated the patient developed lump under the sensor patch. It was unknown if the reaction was under the sensor patch or at the insertion site. The patient was evaluated by a healthcare personnel (hcp) who prescribed oral antibiotics (amoxicillin). At the time of report, the patient was doing okay. No additional patient or event information is available.